Event description:
It was reported that during an implant procedure, the physician was unable to obtain acceptable electrical parameters at the right ventricle (rv) apex. Multiple attempts were made to reposition the rv lead; however, it was observed that the lead¿s helix mechanism failed to extend as intended. Finally, the physician elected to not use the rv lead and a new lead was implanted successfully for stable fixation. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Further information was requested but not yet received.